Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. At this time, caller already had reset pump before contacting tandem technical support, and stated they would call back if the malfunction code reoccurred. Caller declined giving further information. There was no adverse impact to the customer¿s blood glucose level.